Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had surgery on his cervical device and the lead was changed to a paddle lead. The patient explained that the lead was changed because he was not getting stimulation in his neck. The patient had been getting stimulation in his arms and it was alternating from one arm to the other. They attempted to adjust stimulation but increasing the stimulation caused more problems so the lead was changed.